Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
The manufacturer was made aware through facility medwatch received on 10august2017 that during use of a mcp device that a stopcock on the patient inflow line, either through manipulation or defect came loose. The stopcock of the extracorporeal membrane oxygenation (ECMO) circuit connects a bridge between the inflow and outflow lines. When disconnected caused hemorrhage in patient and a ceasing of the ECMO circuit flow for several minutes. The customer reports the device was difficult to use.